Event description:
Patient underwent an emergency surgical aortic repair following a dissection of an aortic aneurysm. When the vascular prosthesis was turned inside out by the physician at the time of anastomosis, collagen peeled off on graft extremity. The vascular graft was however implanted after graft extremity affected by the peel off was removed.